Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The device sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.